Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that during use the error message "del error" appears on the rotaflow console. The device was immediately replaced with another device of the same model. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during patient treatment the error message "del error" appears on the rotaflow console. The device was immediately replaced with another device of the same model. No harm to any person has been reported. Due to the reported exchange during patient treatment a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "del error". The rf flow measure board (article number 701011681) was replaced. After the replacement the device is working as intended. The reported failure "del error" was already investigated by the getinge life-cycle-engineering (lce) in a similair complaint and the reported failure was caused most probably by a broken solder joint of potentiometer pot3 on the flow measurment board. This disturbs the amplification of the ultrasonic signals and disrupts the flow measurement. Based on the investigation result the reported "del error" could be confirmed. The review of the non-conformities was performed on 2024-04-30 and during the period of 2021-06-28 to 2024-04-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2021-06-28. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.